Event description:
Additional information was received that prior to the patients death, the patient developed complete heart block (chb) and a temporary pacemaker was used to treat the chb.

Manufacturer narrative:
B5 and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5 updated h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which stated that 9 years and 1 month post implant of this 23mm aortic bioprosthetic valve, a transthoracic echocardiogram (tte) showed mild to moderate aortic stenosis (as) with a peak velocity of 2.9m/sec and mean gradient of 20mmhg. It was reported that the patients calcified leaflets also contributed to the patients death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 9 years and 1 month post implant of this 23mm aortic bioprosthetic valve, the patient died. The cause of death was reported as cardiogenic shock resulting from aortic valve insufficiency. Therefore, relatedness of the death to the valve could not be excluded. It was reported that the patient initially presented to the hospital due to chest pains found to have originated from a non-st-elevation myocardial infarction (nstemi), and cardiogenic shock was diagnosed via right heart catheterization and severe ai diagnosed via transesophageal echocardiogram (tee).  Medication was administered. The cardiogenic shock led to multiple organ failure, and the patient ultimately died from their health complications. The site assessed the event as related to the device. No autopsy was performed